Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus delivery. Reportedly, the customer uses humalog insulin, and the supplies had been in use for 3-4 days. There was no impact to the customer's blood glucose level. The customer did not observe any issues with the supplies that were in use at the time of the event. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.